Manufacturer narrative:
The insulin pump received button error alarm due to corroded keypad traces. The device passed displacement test, operating currents, self test and off no power test. No frozen screen, no blank display and no battery out limit alarm. Unit received cracked case display window corner. Device was received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.